Event description:
Dr. Stated that his patient was unable to put her leg into extension without pain. He stated that a follow-up x-ray showed that the encore tibial onlay implant "was approximately 5mm too far posterior and 2mm too medial." He was going to revise the patient in 2008, with a manual encore tibial onlay. The patient was originally planned for a stelkast femur and stelkast inlay tibial implant (medial). After the posterior tibial wall of the tibia was damaged while cementing the inlay tibia, he opted to convert to an encore onlay tibial implant. He also stated (today 2008) that he felt that the reason that he had damaged the posterior tibial wall (while implanting the inlay tibia) was because the robot was "cutting too deep posteriorly the whole time." Pt had revision surgery the following day.

Manufacturer narrative:
Original surgery was inlay procedure. Tibial rim was compromised during cementing and impacting, so procedure was converted to only using alternative system as request of surgeon. The tgs software does not directly support this type of conversion. Surgeon chose to plan the onlay, which was not implanted into intended position. Due to lack of motion from patient, surgeon chose to revise to another onlay, the following day. Current information and account recollection from surgeon and mako personnel involved indicates that the system operated as expected, with no failures. Root cause was inability to properly plan, based on surgeon decision to convert from inlay system to a different onlay system.